Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the compact air drive device stopped working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. However, the root cause of the failure was found to be irrelevant. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the motor was damaged and would not run, the locking mechanism was stiff/stuck, the moving parts did not move smoothly, and the trigger was sticky. It was further determined that the device had a component damage and was unable to be assembled. It was further determined that the device failed pretest for general condition, check the attachment coupling, check cannulation, check attachment coupling with oscillating drill attachment, check reverse locking mechanism with oscillating saw attachment ii, check free movement of soft mode switch, check for sticky trigger, check function of device and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.